Manufacturer narrative:
(B)(4). The lot was manufactured from june 3, 2015 to june 4, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and flow rate testing were performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced no flow. This occurred during filling with an unspecified solution. Priming was then attempted, but still no flow was observed. There was no patient involvement. No additional information is available.